Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 364 mg/dl. It was reported that the customer never got a no delivery alarm during the time her blood glucose levels were high. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Advised the mother that the insulin pump would be replaced. Nothing further was reported.